Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since this device is only 1 year old, it is likely that the event occurred because the electronic parts on the printed circuit board and the video board related to image display accidentally failed.

Manufacturer narrative:
The suspect device was evaluated by an olympus field service engineer and the reported problem was confirmed. A damaged dvi output was found.

Event description:
Olympus was informed that the dvi output was damaged. There was no patient injury or harm, associated with the problem, reported to olympus.